Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI # (B)(4). Philips field service engineer (fse) confirmed the reported issue. And replaced the battery to resolve this issue.

Event description:
The customer reported that the ventilator has battery fault. No patient/user harm reported. Event date not specified; estimate used.